Event description:
It was reported that the patient received a durom us acetabular component 50/44 j on (B)(4) 2008 on the left hip and was revised on (B)(4) 2012 due to loosening.

Manufacturer narrative:
The device has not been returned to the manufacturer. The lot number was received and the device history record was reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and/or the device be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).